Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient experienced bone loss at implant tooth site #19, that was noted radiographically at patient surgical release appointment, passed manual reverse torquing 25 ncm with no symptoms. The patient went to the office for cbct and the severe bone loss around implant was found with and >5mm probing depth mesial buccal, buccal and distobuccal. Therefore, the implant was removed, and the area was grafted with 50/50 allograft and xenograft, bioxclude membrane and gem21.